Event description:
It was reported by the maude database that a revision of the tm glenoid had occurred to loosening. No reference to territory or location of the event provided, therefore pt data, surgeon and hospital cannot be traced. Report (B)(4).

Manufacturer narrative:
Event report provided by the FDA through a maude event report (foi). No reference to territory or location of the event provided, therefore pt data, surgeon and hospital cannot be traced. A review of the mfg record indicates that the implant was manufactured to spec.